Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set leakage event at the point where the tubing connects to the cartridge. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6004576 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code leakage from connection of hub to the reservoir complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 8 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with wi version 10 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with wi version 7 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004576 was manufactured according to the document version 44 on the packing process in the line multivac 07, on 07/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. During the review of the DHR it was found that during manufacturing extended sampling was performed due to a piece leaking through the upper membrane, in the extended sampling no other damaged parts were found so it was found to be acceptable without any non-conformance (nc) created. This issue not related to the claimed failure. Trending: a query was run in database against malfunction code leakage from connection of hub to the reservoir and lot 6004576 and no other one complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.